Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An 3i t3® tapered implant 4/3 x 13mm (bopt4313) and an unknown 3i screw were returned for investigation. Visual inspection of the as returned product identified significant damage and gouging all around the implant. The fractured screw is visible inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was used for approximately 1 year. DHR and complaint history review could not be conducted for the reported unknown 3i screw, as no lot or part # was reported. DHR review was completed for the implant and it was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Device evaluated by manufacturer. Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown 3i prosthetic screw fractured inside the implant. Fractured piece could not be removed and implant was removed. Tooth location 20.